Event description:
Pt states on (B)(6) 2013, barber alerted him to a hole in right side of head, which was bleeding. Pt went home to find implant/abutment on bathroom floor. States it must have fallen out after showering when he dried his hair with a towel. Pt denies pain. Pt's wife placed antibiotic ointment over abutment site and placed a bandage over top. Pt called physician's office and was told to come to office for examination.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the pt information. There are no indications that the occurrence is a result of manufacturing or component failure.